Manufacturer narrative:
This complaint is still under investigation.

Event description:
During surgery, the head of the screw sheared off, the doctor thought it was in the patient's best interest to leave the screw implanted. The head of the screw will be returned.